Event description:
It was reported the patient presented prior to a generator exchange. During interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of post-paced t-wave oversensing (pptwos) was confirmed by reviewing device data. The implantable cardioverter defibrillator (ICD) was returned for analysis. Longevity, telemetry, impedance, sensing, pacing, and high voltage output functions of the device were tested and found to be normal.